Event description:
A malfunction alarm identified as malf 12 was reported. Blood glucose levels of the customer did not exceed 500 mg/dl and were within normal range. After contacting technical support, the customer was assisted with resetting the pump, and the malfunction did not recur, allowing continued use of the pump.